Event description:
"Surgeon using needle bent to flatten in order to send down trocar, and then retrieved in order to perform an extracorporeal tie. It is believed that as the sharp was being pulled through the cannula, to exteriorize the needle, the sharp caught the inner edge of the seal and tore it. A piece of the seal seemed to have remained in the cannula, and was driven down into the abdominal cavity, when the knot was being driven down by an instrument to secure it in place. The piece of the seal was identified and removed from the abdominal cavity safely."

Manufacturer narrative:
Upon receipt and eval of the incident device, a follow up report will be submitted.